Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with torn keypad overlay. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, belt clip slot and battery tube threads. Unit received with corroded battery tube.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer reported that the down arrow button and act button was not responding. After troubleshooting, customer was advised that insulin pump would need to be replaced.